Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra 2 meter was displaying the three dashes. This complaint was classified based on the customer care advocate (cca) documentation. The patient was not using the meter correctly and states that he has had the meter for a year and had just decided to contact lifescan to report the issue. The patient attributed his need to go to the doctor (emergency services) because he did not know how to use the meter. He also reported that while at the hospital, he was given insulin. However, he did not experience any symptoms of high or low blood glucose at the time of concern. At the time of troubleshooting, it was verified that this was not a new product. The patient was seeing the dashes when accessing the memory. He was educated and trained on the meter's memory and the issue was resolved. This complaint is reported because the patient alleged that he was treated with insulin at the emergency room due to the alleged issue. The reported issue was resolved with troubleshooting. Replacement product was sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.